Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed shock impedance measurements greater than 125 ohms. The patient was scheduled to come in for further device testing. To date, no adverse patient effects were reported as a result of this clinical observation.